Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pup shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source, but declined any further troubleshooting with tandem technical support. There was no reported impact to blood glucose.